Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient experienced a skin reaction at sensor insertion site. Sensor was inserted at the abdomen on (B)(6) 2015. Patient's father described the skin reaction as a red rash with bumps. Patient's father treats the affected area with clobetasol cream, twice daily (bid), prescribed by patient's physician on (B)(6) 2015. At the time of contact, patient's father reported current condition of patient as feeling ok. No additional event or patient information is available. There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).